Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 15. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.